Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 7am. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. The patient denied developing symptoms. For reasons unknown, on the evening of (B)(6) 2011, emergency medical services (ems) was contacted. A health care professional (hcp) administered the patient a glucagon injection as treatment. That same evening, the patient obtained blood glucose results of "23 mg/dl and 116 mg/dl" on another device. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. There was no indication of misuse. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from an hcp after the reported issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k062195.